Event description:
It was reported the device experienced early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: product ID: 694965 implantable tachy lead, implanted: (B)(6) 2005; product ID: 419378 implantable pacing lead, implanted: (B)(6) 2005; product ID: 407645 implantable pacing lead implanted: (b)(60 2005. (B)(4).